Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced pain at the implant site. It was noted that the pocket was not infected and the device was functioning normally. The device was explanted at the patients request. No additional adverse patient effects were reported.